Event description:
Orthodontist reported that while pt was asleep, the facebow broke and pt swallowed a fragment of the facebow. The pt was examined at the hosp emergency room and had a radiography to establish the position of the metal fragment. Pt was given an anti-inflammatory medication to take (the orthodontist believes it was a generic non-prescription drug). A second radiography was done in order to confirm that the wire fragment had passed through the pt's intestinal tract. No serious injury occurred.